Event description:
It was reported that there was a lead warning for the right atrial (ra) lead. The impedance had decreased from the 500 ohms range to being steady in the 300 ohms range and the warning message was for the low impedance pulses count. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.